Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen was flickering (black). There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen could not be confirmed or duplicated. Ventec opened the device to perform a visual inspection, where two (2) insect carcasses were observed. One carcass was near the lcd touchscreen assembly and the second one was on the control board. Ventec removed the insect carcasses and, as a precaution, replaced the lcd touchscreen assembly, control board and lcd cable. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.